Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. A complete circumferential break was noted in the strain relief, exposing the core wire. Functional testing was not performed due to sample condition. The investigation is therefore confirmed for the identified break and unconfirmed for a crack, as the break was most likely the identified crack. The investigation is inconclusive for the alleged leak, as functional testing could not be performed due to sample condition. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date - 04/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the saline flush portion of the out of body test for a recanalization catheter, an alleged leak was noted and a break was found at the distal end of the handle. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.